Event description:
Plate broke during patient use. Patient condition was said to have caused the failure.

Manufacturer narrative:
(Annex c) 4247 - this complaint was not escalated to root cause analysis. (Annex d) 4316 - this complaint was not escalated to root cause analysis. Changed medical device problem code from 3190 to 1260.